Event description:
It was reported that with a smarttouch thermocool sf nav catheter used via smartablate, rf ablation was performed in left atrium and within the coronary sinus. A pulmonary vein isolation (pvi) was performed for left and for right pvs. A roof line and a box line had been created via ablation and a mitral isthmus line had been created. All the ablation took place in the left atrium and to close the box line ablation had also been performed in the coronary sinus (cs). Smartablate was in power mode. Maximum power 40 watts, average 30 watt. Maximum temperature observed 32 degree. Maximum force seen 75g. At the end of the procedure when the catheter was drawn out, the physician recognized a char on the most distal catheter part. The case was completed with any patient consequence. Multiple attempts were done to request for further details of this event. However no additional information has been provided.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref # (B)(4).

Manufacturer narrative:
Refer to evaluation summary manufacturer ref # (B)(4) it was reported that char was observed on the tip of the catheter. Complaint product was inspected and char approximately 1.7 mm2 surface area was found on the tip of the catheter. Electrical test was performed and catheter passed all specification. The tip of catheter was cut to implement more investigation and it was impossible to perform further testing in the failure analysis lab. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).